Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette locked but had no locked error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/17/2024. H3: one device was returned for repair in used condition with complaint of cassette locked, but not locked error. There was no previous service history. Review of event log found error code 41622 cam flex sensor. Probable cause was a defective/worn latch lock sensor. Confirmed complaint of cassette locked but had not locked error. Latch/lock sensor test does not show "locked" even though the mechanism is engaged. Replaced latch/lock sensor to resolve issue and error code associated. During inspection found the upstream occlusion (uso) seal was lifting, front piezo was corroded and needed replacement, while the gears needed cleaning. Replaced uso seal, front piezo, cleaned unit and replaced gaskets to restore environmental seal. Device passed all testing criteria post repair.